Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 10/22/2010 to the present date 12/14/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 (B)(4) for misc ¿ switch/button/ touch panel failure assembled incorrectly which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device failed preventive maintenance and will not retain the pm date. No patient involvement is noted.